Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative initiated a swap of the device and advised to use the manual supplies until the new device arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. There is no previous service history for the device. A device history record review revealed no issues that could have caused or contributed to the reported issue. During evaluation, the device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. A visual inspection was performed. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be inappropriate bypass of the low drain volume alarm during initial drain. The homechoice and homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.